Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binax now covid-19 ag card assay performed on (B)(6) 2020. Information regarding repeat testing was not provided. Confirmation testing was completed with pcr generating negative results (CT values not provided); a second test was performed on (B)(6) 2020. Results of second pcr test have not been provided. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided. Positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Per binaxnow covid-19 ag card product insert intended use (limitations): false results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Corrected data: health effect-impact code. After further review of the record, it was identified that a nasal swab sample was used for testing. Additionally, the customer confirmed there was no death, serious injury or delay/impact to treatment (no remedial action was taken regarding the patient's care).